Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was out of infusion set and has ordered some. Customer wanted to know if she can be assisted with how much insulin she should fill her syringe. Customer was advised to speak to her doctor, stated he was unavailable. Customer was advised to see if there was a 24 hour nurse line or to go to the emergency room. Customer stated the device had been alarming no delivery sine the customer had disconnected her self. Customer's blood glucose was 110 mg/dl. No further information reported